Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted tones due to intermittent high out of range pace impedance measurements on the right ventricular (rv) lead. The patient was brought into the clinic and there was no noise observed on either stored electrograms (egms) or with isometric and pocket manipulation testing. There was also no sources of electromagnetic interference (emi) identified. The patient was noted to be pregnant and was approximately eight (8) weeks from their expected delivery date. Boston scientific engineering performed an analysis of the device data and did not find anything wrong with the device but recommended to test the lead and its connection to the device. Boston scientific technical services (ts) provided guidance to the healthcare providers (hcps) on potential issues with the rv lead connection in the device header. An hcp subsequently indicated that they will reset the impedance alert, retry some light pocket manipulation and configure the non-sustained episode alert with the patient in-clinic. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed based on explant and replacement of the lead.